Event description:
The affiliate reported that the shunt was implanted. After implantation, the dosage was gradually increased. The patient began to lose consciousness and started to exhibit abdominal pain, nausea, and drowsiness. Dosage was lowered and patient was moved to the ICU. Twent (20) ml of csf was removed through the bolus port. The patient began to have convulsions and was put on a ventilator. The pump was stopped. As a result, the pump was revised. It is believed that the drug is missing from the reservoir.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the complaint was confirmed based on the transaction logs review. The root cause of the infusion irregularity was investigated and documented within the (B)(4). Corrective actions were documented in the (B)(4). The present report relates to the complaint (B)(4) reported by (B)(6). The medstream 20ml pump npbl1n was implanted on (B)(6) 2013. The pump was filled with lioresal with a concentration of 500mcg/ml. Due to the patient overdose symptoms, the physician decided to explant the pump, which occurred on (B)(6) 2013. No problem investigation board (pib) could be raised as the pump was already explanted when codman field technical support was informed of the situation. The pump was returned to (B)(4) for investigation on october 24th 2013. The root cause of the observed drug missing could not be determined during the device investigation. This complaint could be related with the (B)(4) which was initiated to investigate the infusion irregularity medication with the medstream pump, as it got the same behavior of the pump involved in the CAPA. Following the CAPA investigation, the drug missing was explained by an air bubble trapped inside the fluidic path of the pump which could set up a compliance failure mode that could result in an additional amount of drug that is ejected at each valve opening. It was concluded that if the filters are not properly primed, they will not avoid air to pass across. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Additional information from the affiliate stated: (B)(6) the pump has been explanted (replaced) last week. So, there is no pib (problem investigation board) nor in field investigation needed. According to the transaction logs we received, there is indeed drug missing in the reservoir.